Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an infection. A revision surgery was performed, during which the physician explanted the device and replaced it with a tactra device. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use.